Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his pump shut off while he was sleeping. He changed the battery and it is still off. His blood sugar when he first noticed the blank display was 286 mg/dl. He has treated with a manual injection. Troubleshooting was performed and the display returned. The customer received a low battery alert and then it told him to set the time and date and then went blank again. The display did not return. The insulin pump will be returned. The customer's blood sugar is 286 mg/dl.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak batt, bad batt, low battery, batt out limit and failed batt test alarms or reset time/date anomaly noted during testing. Unit passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.